Event description:
Mackenzie terry reported issues with her tandem pump, including an inability to complete the software update, reduced battery life, a battery that drained within a day, an inclusion alarm, and unresponsive buttons. There was no adverse impact on the patient¿s blood glucose level. Mackenzie expressed that she was okay to continue using the current device and indicated no follow-up was necessary.

Manufacturer narrative:
Remove a070504, a110206, a150105, a1409.

Event description:
It was reported that the wake button was delayed in responding to touch. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.